Event description:
Approximately six months post implantation, the patient reported that she fell and her driveline became disconnected from controller. The patient reconnected the driveline and received an "electrical fault" alarm. Heartware clinical engineers arrived to assess the patient's equipment. Log files revealed the pump was running on one stator. Engineers verified the driveline and connector sleeve appeared intact. The pins for the controller connector were also intact. A controller exchange was performed and the pump started on dual stator with no issues. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The driveline remains implanted; the controller was returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. On-site inspection of the driveline did not reveal any damage to the connector pins; no splice repair was performed as the issue was resolved after replacing the controller. The reported event was confirmed via review of the controller log files, which revealed multiple "electrical fault" alarms and "vad stopped" alarms indicating that the driveline was disconnected on the date of the reported event. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. No device defect or malfunction could be identified. Based on the information provided, it is possible that the patient fell which induced a strong pull on the driveline cable that resulted in an intermittent electrical connection and subsequent "electrical fault" alarms recorded in the log files. Applicable risk documentation and experience with events of similar circumstances were considered; events with an intermittent electrical connection of the driveline are most often attributed to a tensile force on the driveline connector and result in partial loss of electrical continuity. The most likely root cause is a poor mechanical connection between the driveline and controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00399 and 3007042319-2014-00400) submitted for devices related to the same event. Evaluation in progress.